Event description:
The customer reported being treated by the paramedics for hypoglycemia. The blood glucose reading at time of the call was 64 mg/dl. Troubleshooting was performed and the displacement test passed. The programming was correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.